Event description:
Md removed the IV access port catheter from right chest of patient, then noted 2 slits approximately half way between the end of the catheter and the power port. A company rep was notified that the physician wants it returned to company.======================manufacturer response for bard power port, power port implantable port (per site reporter).======================letter received that they are aware.what was the original intended procedure?removal of IV access port catheter.device #1is this a laboratory device or laboratory test?no.